Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. The internal handles used were not returned to zoll medical corporation for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient, during open heart surgery, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another set of internal paddles and the device failed to discharge. The clinician then obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.